Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer, a biomedical engineer, later confirmed that the gildescope gvm video monitor was disassembled and all internal connections were reseated. After reassembly and testing, the device was returned to service for use. At this time, the device has been back in service for approximately three (3) weeks and is performing as expected. Since the device was not returned to verathon for evaluation, the cause of the reported issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would freeze. The procedure was completed using another glidescope gvm video monitor, which was made available within ten (10) seconds. No harm to the patient or user was reported.